Manufacturer narrative:
Additional information: h11 - due to new information, initial MDR should be n/a as it is not reportable. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. During the icl surgery, the surgeon found a foreign object and removed it. The lenses remain implanted and so far the patient is doing well.